Event description:
It was reported that pause episodes due to undersensing was observed on the implantable cardiac monitor (icm). The episodes occurred mostly at night. Programming changes to sensibility were recommended. The patient was to continue being monitored. The patient was stable.